Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl indicating that the battery can¿t be charged. The customer worked with the rse. The customer describes d a damaged battery but refuses to pay for a replacement. Therefore, there will be no further action at this time. Based on the information available we were unable to confirm the reported problem. The customer describes a damaged battery but refuses to pay for any repairs. If additional information is received the complaint file will be reopened.